Event description:
Customer had an infection at the cannula insertion site. Her doctor instructed her to treat the site with "warm compresses to draw the fluid out 6 times a day for 20-30 minutes." This "did not help" so her dr sent her to a surgeon. The surgeon "operated immediately" and she now has a hole the size of a cherry tomato and is still getting treatment." The pod was discarded and will not be returned for eval.

Manufacturer narrative:
The device was discarded and therefore, unavailable for eval. We are unable to determine if any product condition contributed to the pt's infection. Product lot qualification records (including sterilization) were reviewed and found to have met all acceptance criteria. The omnipod's user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile material away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instruction from your healthcare provider." It advises to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."